Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 533 mg/dl with severe thirst after switching to a back up treatment plan. The patient reported consulting with a health care professional on the treatment of the elevated blood glucose levels and gave corrections via injection. The patient indicated that the pump emitted a low battery alarm, the battery was replaced but the pump immediately alarmed for low battery again. Patient reported using advanced lithium batteries but stated that usually used ultimate lithium batteries. The patient indicated that there was no evidence of moisture, no damage to the pump, and the pump did not lose power. The patient stated that a neighbor was able to replace the battery with an ultimate lithium battery and the pump was functioning correctly. This report is made based on the allegation that the patient experienced hyperglycemia after switching to a back up treatment plan related to the use of an incorrect battery in the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient's reported hyperglycemic event occurred while the patient was on a back up treatment plan. The patient reported using advanced lithium batteries in the pump; the pump user guide instructs the patient to use energizer l91 ultimate lithium ion batteries for optimal performance. No conclusions can be made at this time. (B)(4).